Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and insulation issue. Also, the heart-side end was embedded in tissue or blood vessels. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and insulation issue. Also, the heart-side end was embedded in tissue or blood vessels. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. Inspection of the lead body and electrode tip found that all coils were fractured. Upon direct observation, laboratory testing identified fractured lead conductors (cathode and anode) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.